Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 522 mg/dl. Customer needs the pump to rewind. Customer was assisted with rewinding the pump. Customer declined troubleshooting for high blood glucose levels. No additional information provided.